Manufacturer narrative:
The optichamber diamond is available with three mask sizes - small, medium and large. Instructions for use supplied with the device states 'recommended patient population: optichamber diamond with small litetouch mask: 0 to 18 months. Optichamber diamond with medium mask: 1 to 5 years. Optichamber diamond with large litetouch mask: 5 years +.' As the device is restricted to sale by or on the order of a physician or licensed healthcare professional, it is expected that the patient be assessed for adequate fit prior to use, and appropriate mask selected. Device is not life sustaining/ supporting. No other complaints received relating to recommended sizing issues.

Event description:
Patient caregiver reported that the (B)(6) patient was admitted to hospital overnight due to use of an optichamber diamond valved holding chamber device with a small litetouch mask that was too small for the patient, and therefore patient did not get the medication needed. Patient was discharged with a larger mask. Caregiver states her daughter is doing fine now.